Manufacturer narrative:
There were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. Additionally, it is unknown if the patient was using fresenius products when this event occurred. In a follow-up call, a nurse familiar with the patient stated this patient is on hemodialysis for renal replacement needs and has been in the associated clinic for approximately 8 years. It was reported that the patient has never been on pd in this clinic; and it was noted that there is no documentation in the patient¿s medical record of the patient having been on pd. No additional information was obtained about the unspecified infection despite several attempts to reach the patient in additional follow-up attempts. Upon review of the available information, it has been determined there is no allegation, indication or objective evidence that this event was associated with the use of a fresenius medical device(s) and/or product(s). Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. A shipping search was performed for the facility, however no lot numbers were identified to have been delivered. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the facility or patient is available for the identified of the possible involved lots. An investigation of the device history records (DHR) could not be performed since no lot numbers were identified. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.

Event description:
During a customer experience survey a patient reported they experienced a pd infection. In a follow-up call, a nurse familiar with the patient stated this patient is on hemodialysis for renal replacement needs and has been in the associated clinic for approximately 8 years. It was reported that the patient has never been on pd in this clinic; and it was noted that there is no documentation in the patient¿s medical record of the patient having been on pd. Additional information has been requested, however to date has not been provided.